Event description:
Customer reported high blood glucose and a no delivery alarm during prime. Customer's blood glucose was 600 mg/dl. She treated with manual injections. The connection was verified. Insulin exited the tubing when manually pushed with a plunger. Customer ran a manual prime and the device did not alarm no delivery. He was advised the device is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.